Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The patient had a pre-existing right bundle branch block, and during pre-dilation a balloon aortic valvuloplasty balloon and rapid paced of the valve. The rapid paced rhythm off there was no ventricular rhythm, but patient had complete heart block. The patient became pacemaker dependent and a temporary pacing wire was placed from the right internal jugular with the plan to place a permanent pacemaker the next day. The final implant depth was 4mm at non-coronary cusp. After the procedure, upon leaving the lab the patient had a complete heart block. The patient required a permanent pacemaker after procedure. The patient was reported admitted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported unexpected medical intervention, surgery, and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.